Manufacturer narrative:
Additional information was requested; however, not made available as of the date of this report. Should additional information become available, a supplementary report shall be filed. This report is submitted on september 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a migration of the internal device and subsequently underwent explantation surgery (date not reported).

Manufacturer narrative:
Correction: it was reported that the device was explanted due to extrusion and not migration as previously reported.